Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapies from their implantable cardioverter defibrillator. The device misinterpreted a supraventricular tachycardia as a ventricular tachycardia and delivered inappropriate antitachycardiac pacing. No device intervention was performed but programming changes were discussed. No patient symptoms were reported.